Manufacturer narrative:
(B)(4).the service engineer (se) evaluated the device and was unable to duplicate the reported event. The se upgraded the internal flash drive as a precaution and the device passed all testing.

Event description:
It was reported that during patient use, a ventilator turned off and restarted itself. There was no report of patient harm as a result of this event.